Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that while moving patient for CT, the temperature probe was yanked and now the patient temperature was not registering in an arctic sun device. Confirmed where there should be patient temperature (pt), there was only dashed lines. Made sure the cable was in temperature port 1. Had check connection site of cable to probe and probe to back of device. Probe was not registering on bedside with same cable. Explained this could be from an issue with the temperature in cable or the bladder probe. Recommended to change out the temperature in cable first and then the bladder probe if needed. Advised to get call back if additional assistance is needed. Rn stated that with the new temperature cable the temperature still was not registering. Discussed the options of replacing the ts foley or adding a secondary probe. They connected esophageal probe to device and temperature read and they were going to remove ts foley and use esophageal probe for the duration of therapy (normothermia).

Event description:
It was reported that the nurse stated that while moving patient for CT, the temperature probe was yanked and now the patient temperature was not registering in an arctic sun device. Confirmed where there should be patient temperature (pt), there was only dashed lines. Made sure the cable was in temperature port 1. Had check connection site of cable to probe and probe to back of device. Probe was not registering on bedside with same cable. Explained this could be from an issue with the temperature in cable or the bladder probe. Recommended to change out the temperature in cable first and then the bladder probe if needed. Advised to get call back if additional assistance is needed. Rn stated that with the new temperature cable the temperature still was not registering. Discussed the options of replacing the ts foley or adding a secondary probe. They connected esophageal probe to device and temperature read and they were going to remove ts foley and use esophageal probe for the duration of therapy (normothermia).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.